Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient underwent l5-s1 transforaminal lumbar interbody fusion with the psr bone measuring 10x26mm. Lateral ar throdesis, lateral grafting with allograft infused. Non-segmental instrumentation with using 6.5x45mm screw to the left pedicle of l5 and a 7.5x35mm screw in the left pedicle of s1. Laminectomy with decompression of lateral recess and foraminotomy on the left at l5. Fluoroscopy, professional component. Preoperative diagnosis: l5-s1 degenerative disc disease. Per-op notes: ¿we decorticated the lamina on the right side at l5 and s1 and placed rhbmp-2 and autograft over these areas. The interspinous ligament at l5-s1 was removed and a 35mm plate applied. There was noted to be minimal bleeding, therefore no drain was placed.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.